Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received repeated no delivery alarms. The customer received damaged supplies from her supplier. Her blood glucose level went up to 593 mg/dl. She treated her blood glucose level with an injection. Customer's current blood glucose level was 288 mg/dl. The device was not returned.